Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was tested for 5 days and found to be keeping time correctly. The battery was removed for one hour and the pump reset to default time and date. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
The patient reported that after changing the battery, the basal rate was incorrect. During the review, the patient stated that the time and date were not correct. The patient reported that the battery had only been out of the pump for a short time; the pump indicated the time and date to be 2:02 am on 10/01/2011. The patient reported that this occurred on two different occasions.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.